Manufacturer narrative:
Per the clinic, the patient underwent skin flap revision surgery on (B)(6) 2015. Subsequently on (B)(6) 2015 the device was explanted. This report is filed january 28, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown resulting in extrusion of the receiver stimulator. The implanted device remains.